Event description:
It was reported that while the device was in for service at the MFR the handpiece would continue to run when the trigger was released. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device would experience run on only when tested with the power supply and not the battery. The investigation is ongoing. This report will be updated when eval is complete.